Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.

Event description:
It was reported that was observed by the surgeon during a check-up that the gamma nail broke. Pt was revised.